Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ap77. Investigation summary the analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted.there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, after the device was fired, it was locked and could not open. It was unknown how to remove the device. The jaws never opened. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.